Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: there was no pump data from the time of the reported issue due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. No errors, alarms, or warnings occurred during testing. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient had blood glucose levels between 20 and 30 mmol/l with vomiting. The reporter confirmed that the site was changed multiple times and there were no noted issues with a bent or kinked cannula. The pump was reviewed and all of the pump settings were found to be programmed as desired. The reporter was advised that the pump appeared to be working as intended. The reporter was advised to try changing the insulin supply to see if blood glucose levels resolve. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.